Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 24-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('bloating') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menopause ("signs of menopause"). In 2018, the patient experienced fatigue ("fatigue"), disturbance in attention ("difficulty concentrating") and amnesia ("memory loss"). In (B)(6) 2019, the patient experienced tendonitis ("hip tendinitis"). On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), dyspepsia ("digestive problems"), constipation ("constipation"), abdominal pain upper ("stomach pain"), nausea ("severe attacks of nausea") and pain in extremity ("pain in fingers (which increased in the cold)"). The patient was treated with omeprazole, physical therapy and surgery (hysterectomy and salpingectomy with removal of essure but maintenance of the ovaries). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal distension, dyspepsia, constipation, abdominal pain upper, nausea, fatigue and amnesia was resolving, the menopause and disturbance in attention outcome was unknown, the pain in extremity had not resolved and the tendonitis had resolved. The reporter considered abdominal distension, abdominal pain upper, amnesia, constipation, disturbance in attention, dyspepsia, fatigue, menopause, nausea, pain in extremity and tendonitis to be related to essure. The reporter commented: after the removal of the essure, finger pain has increased. The doctor is looking for the source of the pain. He prescribed anti-inflammatory drugs that do not change anything, and a blood test where the results were quite normal. He therefore then prescribed corticosteroids which reduced the pain. An appointment with a rheumatologist was made to get a specialist opinion. After removal, alleviation of the gastrointestinal effects, fatigue and memory problems, disappearance of tendinitis. Diagnostic results (normal ranges are provided in parenthesis if available): blood test in (B)(6) 2016: confirmed menopause. Investigation on an unknown date: x-ray, computed tomography, results not provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.